Manufacturer narrative:
(B)(4). The proglide device was used with a 4f sheath. It should be noted that the perclose proglide instructions for use states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
Subsequent to filing of initial medwatch report additional information was received: it was reported that suture placement in a common femoral artery was attempted with a proglide device, via a pre-close technique, prior to an endovascular aneurysm repair (evar) procedure. Reportedly, a kink occurred at the proglide distal sheath and the device could not be pushed forward. No blood flow was observed at the proglide marker lumen. The sutures of two new proglide devices were successfully pre-placed and used after the evar procedure to achieve hemostasis. The physician is established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in an unspecified vessel was attempted with a proglide device, relative to an endovascular aneurysm repair (evar) procedure. Reportedly, the tip of the proglide device kinked and the device could not be inserted into the vessel. Hemostasis was achieved with another proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It is unknown if the physician is trained in the use of the proglide device. No additional information was provided.